Manufacturer narrative:
The patient's device was requested to be returned for investigation, however the patient is unable to return it at this time. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they had received low readings with their livongo blood glucose meter. The patient had to call a medical team, referred to as a rescue squad after receiving a low reading of 60 mg/dl. The medical team's reading showed a discrepancy between their blood glucose meter and the livongo blood glucose meter, this discrepancy was roughly 100 mg/dl.